Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device had difficulties firing and malformation of the clips with each instrument. Some clips were formed well but several came out malformed; with legs crossed. Unfortunately the scrub tech discarded the devices directly after the procedures and no company representative was present. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Two devices were discarded.

Manufacturer narrative:
(B)(4).